Event description:
It was reported that a patient death occurred. Two flexima apdl catheters were selected for drainage placement on (B)(6) 2020. Both catheters had blockage 24 days post implantation and could not function appropriately. The issue was not resolved and the patient died on (B)(6) 2020.